Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing open electrodes and loss of sound after a hit to the head. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's new device has been activated. The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to be related to the reported head trauma. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode wires at the severed end of the fantail region revealed all but an electrode appear to be tensile breaks. It is believed that the failure of this device was caused by the severed electrode wires found near the fantail region, which coincides with the surgeon's note of the electrode being severed due to the reported trauma. It is believed that these breaks caused the loss of sound reported. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.